Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the reflux button on the footswitch is not working. Additional information has been requested but none has been received to date.

Manufacturer narrative:
The system and footswitch were examined. The footswitch was found unresponsive to testing. Therefore, the footswitch interface printed circuit board (pcb), (which belongs in the system) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system or footswitch. The footswitch was manufactured on november 4, 2005. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on may 29, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch interface pcb was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The returned footswitch interface pbc was installed in a calibrated system and tested. The left horizontal switch was confirmed to be nonconforming when connected to the connector on the footswitch interface pcb. Troubleshooting revealed a short in the component on the footswitch interface pcb. The root cause of the reported event can be attributed to a short in a component on the footswitch interface pcb, from the system. An internal investigation has been opened to address the component issue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated the surgeon was in the middle of a procedure and the reflux button on the footswitch would not work. The procedure was stopped and the patient was sent to another facility for completion of the case. There was no impact to the patient.